Manufacturer narrative:
Device evaluation: visual and microscopic examination of the device revealed severe stretching of the mid-shaft. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The guiding catheter was not received for analysis, therefore it cannot be determined if any damage was present that could have caused the complaint incident. The device could not be inflated due to the condition of the mid-shaft, therefore it could not determine if the withdrawal resistance encountered was the result of any balloon deflation issues. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.

Event description:
It was reported that during a drug eluting stenting treatment procedure, withdrawal difficulties occurred. The physician successfully deployed the 3.50x16mm taxus liberte drug eluting stent in the lesion. During withdrawal, the physician experienced difficulties removing the stent delivery system because "the upper part was distended inside the guide catheter". The physician removed the stent system and guide catheter at the same time. The procedure was completed with this device. There were no patient complications.